Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0011976353); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop23-29 (lot: 0012019779); product type: 0195-heart valves; implant date n/a; explant date n/a product ID unknown manufacturer balloon; product lot/serial number unknown; product type: valvuloplasty balloon;  implant date na; explant date na select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, crimping the valve was performed without any issues and no crown overlap could be detected until node 3. A pre-balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) balloon. It was reported that the aortic calcification was moderate. The valve was 80% deployed and an infold was detected. The valve was recaptured and removed from the patient. A new valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description additional code - imf health impact code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, a procedural delay resulted from the valve infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit fully submerged in 0.2% glutaraldehyde clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears or damages were observed. Leaflet 1 was in a closed position while leaflets 2 and 3 appeared partially open. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. There were no signs of distortion or damages found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Conclusion: the device history record (j116482) and frame record (1491218) were reviewed and showed that this device met all manufac turing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the information provided, the infold was likely related to the valve as it was reported the valve was loaded correctly and that the infold occurred upon the first attempt at deployment. The analysis noted that no visual or tactile anomalies occurred during the loading or deployment simulation. Without procedural images, other contributing factors to the infold cannot be determined. The reported adverse events and severities are documented in the risk management files and IFU. No further safety assessment is required at this time. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the patient¿s bicuspid valve contributed to the valve infold. As reported, there was moderate aortic calcification which likely contributed to infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.